Manufacturer narrative:
(B)(4). (B)(4) is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). An on-site analysis was conducted for this pump by a b. Braun infusion systems specialist with the facilities biomedical director. The analysis identified that a 200ml bag of fentanyl was hung at 16:00, and at approximately 23:15, it was disconnected from the patient after the rn observed the bag was half empty. Based on the log, the infusion ran at a rate of 10ml/hr for approximately seven hours and 15 minutes and approximately 73ml had infused. Considering an approximate 23ml of fluid is required to prime the set, a total of 96ml were accounted for. The combined volumes for priming and infusion totals approximately half the total bag volume and explains the report by the facility that half of the 200ml bag was empty. The results of the on-site analysis were reviewed with the facilities risk manager and biomedical director, and both parties concluded that no malfunction had occurred. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the user facility: reports fentanyl drip (2000mcg/200ml) to be administered at 100mcg/hr = 10 cc/hr. Rn checked the rate, dosage information on the pump and appears to be correct. Another rn was called to verify pump information correct. When first rn returned to the patient, the fentanyl bag was half empty. Again dosage and rate information was verified by another rn. It is then assumed that the pump is malfunctioning. Pump was removed and new pump used. There was no indication or alarm beeping on the malfunctioning pump. Additional information received indicates clinician reports approximately half of 200 ml bag delivered over five hours. Pump was programmed and log shows 72 mls were delivered over five hours. Approximately 23 ml's in set.